Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Consent for follow up was not given by the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: deflation.

Event description:
Patient reported deflation on right side, device remains implanted. Event captured is considered to be device related.

Event description:
Device has been explanted.